Event description:
It was reported that during testing the cadd solis pump had an occlusion problem. Upon investigation the device's downstream occlusion (dso) sensor needs to be recalibrated as the cut-off pressure is too low. That could impair the pump¿s ability to accurately detect occlusions, which may result in delayed or missed occlusion alarms and potential interruption or under-delivery of therapy. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.